Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and the presence of a particle inside the bag was observed. The solution was filtered on a membrane; thus it was possible to isolate a thin translucent filament, which was approximately 4mm long. Through ftir (fourier-transform infrared spectroscopy) the material was identified as pmma (polymethyl methacrylate). This material is not used in the manufacture of the bag, therefore, it's source was unknown. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as needle-shaped, long, thin, and transparent particle of approximately 0.5 cm in length which appeared to be a film residue. The bag was filled with a volume of 250 ml (potassium chloride 1 molar solution 30 ml, magnesium aspartate solution 0.5 molar 14.85 ml, water for injections 205.15 ml). The issue was identified before use. There was no patient involvement. No additional information is available.